Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_prog, serial# (B)(4), product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider via a manufacturer representative regarding a patient receiving dilaudid 50mg/ml at 8mg/ml via an implanted pump. It was reported that the patient's pump had reached end of service (eos) on (B)(6) 2017. There was a delay in scheduling replacement surgery. The pump was replaced on (B)(6) 2017. There were no withdrawal symptoms. The issue resolved at the time of report. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative. It was reported that the physician's office and the patient had difficulty getting in touch with each other. No symptoms due to end of service. The event had been resolved. No further complications were reported/anticipated.